Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that it was found that 6 sutures from qfix anchors facing the femoral head were frayed and thin. This was noticed during a revision surgery after the initial labral repair on a hip scope on (B)(6) 2020 which was performed because the patient was experiencing pain. The sutures were removed from the patient and the labrum was healed down onto the acetabular rim.

Manufacturer narrative:
H10: h3, h6: the shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since the device was not received for evaluation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is received at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that it was found that the sutures from qfix anchor facing the femoral head were frayed and thin. This was noticed during a revision surgery after the initial labral repair on a hip scope on (B)(6) 2020 which was performed because the patient was experiencing pain. The sutures were removed from the patient and the labrum was healed down onto the acetabular rim.